Event description:
It was reported that the system was removed due to infection. A new system was implanted in late (B)(6) 2014. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information was received. It was reported that the infection had been located at the pump site, though the patient had not had any symptoms. At the time of report, the patient was doing well and was receiving effective therapy. The device system was used to deliver fentanyl and bupivacaine.